Manufacturer narrative:
Product ID # : mc1vr01-delsys. Return date: 26-feb-2019. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system tether was frayed. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the delivery system (not obstructed). Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted that the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 6 cm from the distal end of the delivery system. The inner shaft is bent at 1.6 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. There is blood in the handle. There is resistance while recapturing the device due to the lumen being torn and the tether being frayed at the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date:14-apr-2020/ serial#: (B)(4), UDI #: (B)(4), device available for eval: yes, return date: 15-feb-2019. No, device evaluation anticipated, but not yet begun. Device mfg date: 12-nov-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the operator encountered difficulties while trying to move the delivery system away from the pacemaker and was unable to move the delivery system over the tether. A harder pull moved the ipg slightly. The delivery system was now able to move along the tether and intermittent capture was noted at high threshold values. While trying to recapture the pacemaker with the delivery system, the deployment button was blocked at a half way forward motion. The operator attempted realigning the cup with the device and recapturing multiple times without success, but the ipg was only half-way in the system. The device was finally retracted into the introducer sheath, and it was replaced with the new leadless pacemaker. No patient complications have been reported as a result of this event.